Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload was pre-fired. The proximal end of the adapter was fractured. Functionally, the reload could not be loaded into the listed pmv instrument. The cartridge and cover tube were removed for visualization of the knife blade. The knife blade was intact and secure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Additionally, the investigation detected a secondary condition of broken adapter and pre-fire that has no relationship to the reported condition. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the blade of the cartridge came out when the vessel was still. There was no patient injury.